Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed.the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres and 18 atmospheres for 20 seconds each, the balloon ruptured at 18 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.